Event description:
It was reported that during a fibroid procedure, the balloon broke. A broken piece fell into the patient, but it was retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.